Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 125 ohms. No adverse patient effects were reported. At this time, this rv lead remains implanted and in-service.